Event description:
Retinal detachment, leg pain. Info was received in 2001 from a consumer with a history of evolutive algodystrophy and who suffers from knee osteoarthritis. Pt was treated with synvisc and experienced a retinal detachment 8 days after receiving the third injection. Pt also felt pain in the treated leg. The pt has a medical history of venous insufficiency. Concomitant treatment included celecoxib and omeprazole. The pt's clinical outcome was not reported. Additional info was received in 2002 from a physician regarding a pt with a 5-year history of moderate osteoarthritis, stage ii on the kellgren lawrence scale, with osteophytes and joint narrowing. The pt's medical history includes evolutive algodystrophy and venous insufficiency. Concommitant medications include celecoxib and omeprazole. The pt received three synvisc injections in 2001, respectively. Eight days later, the pt experienced a retinal detachment. Pt had taken local ocular drops that same day. Pt also felt pain in the pre-tibial area of the injected leg. The physician reported that the pt "is alive with blurred vision as sequelae." He stated a possible causal relationship to synvisc. Although a lot number was not provided, data review performed by quality assurance for both the ridgefield and canadian facilities showed that pproduct released during 1999, 2000, and 2001 met specifications. The data review indicated that no abnormal trends could be associated to any product complaints. Manufacturer's comment: upon medical review of follow-up info recieved from the treating physician, the event "retinal detachment" was found to have met the MDR reporting criteria by having required intervention to prevent permanent damage. The event resulted in pt sequelae of blurred vision. This report is therefore being submitted to the FDA.